Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and is not functioning properly. The customer's blood glucose reading was 77 mg/dl at the time of incident. Troubleshooting found that the pump does not respond well to keypad presses and the pump alarmed unexpected restart. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly, moisture damage was found on the motor, battery tube and vibrator assembly also, the keypad assembly was inspected and found corroded keypad traces. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime excessive no delivery tests, or verify operating currents due to blank display. Also, unable to verify a21 error alarm, battery out limit alarm, presence of audio alarm, unresponsive buttons and scrolling numbers due to blank display. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.